Event description:
This complaint is from a literature source. The following literature cite has been reviewed: reito a, lainiala o, nieminen j, eskelinen a. Repeated metal ion measurement in patients with bilateral metal on metal (asr¿) hip replacements. Orthop traumatol surg res. 2016 apr;102(2):167-73. Doi: 10.1016/j.otsr.2015.12.015. Epub 2016 feb 10. Pmid: 26874448. Objective and methods: the purpose of this study was to compare and contrast the serum ions in patients with bilateral asr hra and asr-xl tha in 76 patients who received bilateral procedures between march 2004 and december 2009. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: depuy asr including a cup and femoral component. Depuy asr xl including a cup, head, sleeve, and unknown depuy stem. Adverse event(s) and provided interventions associated with depuy devices: 30 asr hra revisions for elevated blood metal ions greater than 7 ppb. 24 asr xl revisions for elevated blood metal ions greater than 7 ppb.

Manufacturer narrative:
Product complaint # : (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. No 510(k) number provided because this implant is sold internationally with different indications for use; it was sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.